Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing leakage during use. The following has been provided by the initial reporter: eylea/procedure pack eylea - suction product issue complaint as reported: very hard and difficult to suck the product from the vial with the syringe and the 18g filter needle.finally, the product was entirely into the syringe. Then, the needle has been changed to the 30g needle. When the doctor adjust the liquid level into the syringe, all the product went out the syringe.

Manufacturer narrative:
H.6. Investigation summary: no samples were received for evaluation. Based on description, it is not clear what the defect as relating to the syringe was. Therefore no defects could be confirmed. Please note the product is sold as syringe-only. Without samples or photos and a detailed description of the failure, it is not possible to evaluate and investigate the root cause. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing leakage during use. The following has been provided by the initial reporter: eylea/procedure pack eylea suction product issue complaint as reported: very hard and difficult to suck the product from the vial with the syringe and the 18g filter needle. Finally, the product was entirely into the syringe. Then, the needle has been changed to the 30g needle. When the doctor adjust the liquid level into the syringe, all the product went out the syringe.